Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random insulin blocked alarms. Insulin pump had random insulin blocked alarms quite often and the center button was cracked the insulin pump rewinds a little louder than before and sometimes reservoirs are very stiff while inside of the insulin pump and will not delivery insulin when its supposed to. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.